Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said the device was not helping their symptoms and they wanted to adjust it. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Patient said they are going to the bathroom 20 times a day and are not emptying. Event date "at least 2 months ago". Patient said they MRI last night was cancelled because they were getting a low communicator battery message and the tech said the device needed to be charged to 30%. Reviewed ins battery vs communicator battery. Reviewed adaptor can only charge handset or communicator. Patient plugged in just the communicator and it started to charge.